Event description:
It was reported to philips that the system's flexvision computer was unable to boot up. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. The field service engineer (fse) visited onsite and confirm that system unable to boot. Upon troubleshooting, it is found the missing video wall boxes after replacing the flex vision pc indicate a need for a new license. To resolve the problem, the fse reloaded the system backup and installed the new license. After installed the new license, the system was confirmed to meet specifications and returned to use. The codes were updated based on the investigation outcome.